Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the hcp was told that the "device was not working." The hcp did not know what that meant. A MRI was going to be performed but it was not being done to check on the implantable system and not related to the device. It was unknown when the issue started to occur. It was later reported that the patient had incontinence and the device might need resetting. The cause of the device not working was due to "resetting the device."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.